Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device in question was evaluated by baxter. The evaluation confirmed the "door not fully latched" messages, caused by a loose upper link screw. The upperlink screw was replaced.

Event description:
During baxter's device evaluation, it was discovered that the device displayed a "door not fully latched message." There was no pt involvement.